Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed while the reported event of dislodgement was inconclusive. As received, a complete lead was returned in one piece with helix partially extended. X-ray, visual examination, and electrical testing did not identify any anomalies.

Event description:
It was reported that the patient presented during clinical follow-up. It was noted that the patient's right ventricular lead exhibited failure to sense and failure to capture due to lead dislodgement. The reported lead was explanted on (B)(6) 2022. The patient was in stable condition.